Manufacturer narrative:
Company rep evaluated the unit. Correction included replacing the system repeater. Verified proper operation. Unit was checked to factory specifications.

Event description:
Customer reported a communication loss between the panorama central station and one telepack, which may have affected telemetry monitoring. No pt injury was reported.